Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd tube sst plh 13x100 5.0 plbl gold br that there was air bubbles in gel and red cell hang up. The following information was provided by the initial reporter: 6 tubes have air bubbles in gel, in which when sample is collected, red cells hang up that after generate hemolysis in the serum.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and gel air bubbles was observed. Photo was unused tubes so red cell hang up and hemolysis could not be observed. Additionally, retention samples from bd inventory were visually inspected with no defects observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the photo provided. This complaint has not been confirmed for red cell hang up or hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd tube sst plh 13x100 5.0 plbl gold br that there was airbubbles in gel and red cell hang up. The following information was provided by the initial reporter: (B)(4) tubes have air bubbles in gel, in which when sample is collected, red cells hang up that after generate hemolysis in the serum.